Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the needles were clogged with an unspecified bd needle. The following information was provided by the initial reporter, translated from portuguese to english: I buy large amount of needle 13x03 mm and much of the box is coming clogged, unused. Instead of using a needle for the procedure I am having to open 3 to 4 needles.

Manufacturer narrative:
H.6. Investigation summary: a device history record (DHR) review was performed and did not reveal any defects or issues reported and no quality notifications were issued. It was indicated that sample was misplaced during shipping; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. If samples becomes available at a later day, complaint will be reopened and investigation will be conducted. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Event description:
It was reported that during use the needles were clogged with an bd needle precisionglide 30x1/2in. The following information was provided by the initial reporter, translated from portuguese to english: I buy large amount of needle 13x03 mm and much of the box is coming clogged, unused. Instead of using a needle for the procedure I am having to open 3 to 4 needles.

Event description:
It was reported that during use the needles were clogged with an bd needle precisionglide 30x1/2in. The following information was provided by the initial reporter, translated from portuguese to english: I buy large amount of needle 13x03 mm and much of the box is coming clogged, unused. Instead of using a needle for the procedure I am having to open 3 to 4 needles.

Manufacturer narrative:
The following fields have been updated to include additional information received: b.5. Describe event or problem: it was reported that during use the needles were clogged with an bd needle precisionglide 30x1/2in. The following information was provided by the initial reporter, translated from portuguese to english: I buy large amount of needle 13x03 mm and much of the box is coming clogged, unused. Instead of using a needle for the procedure I am having to open 3 to 4 needles. D.1. Medical device brand name: bd needle precisionglide 30x1/2in. D.1 medical device type: n/a. D.2. Common device name: hypodermic single lumen needle. D.3. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. D.4 medical device catalog #: 990193. D.4. Medical device lot #: 9056887. D.4. Medical device expiration date: 2024-01-31. D.4. Unique identifier (UDI) #: (B)(4). G.2 manufacturing location: becton dickinson ind. Cirurgicas ltda. H.4. Device manufacture date: 2019-02-26. H3 other text : see h.10.